Event description:
The manufacturer received information alleging a ventilator shut down and the display screen was dim. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and lcd screen were replaced to address the issues.